Event description:
It was reported that the customer's usb cable was damaged and frayed and could not be used to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. The customer¿s blood glucose was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.